Manufacturer narrative:
Device evaluation has been completed. The device was inspected and red brown material was found inside the pebax, then, during the a deeper second visual inspection, a hole was observed on the pebax. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action has been open to investigate this issue. The root cause of the damage on pebax cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 17654652l number, and no internal action related to the reported complaint conditions were identified. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. It was reported by the customer that a ¿contact force error¿ was encountered with the thermocool® smart touch® sf bi-directional navigation catheter. They unplugged the cable and plugged it in again, the it did not appear. Then they replaced the catheter cable with a new one with no resolution. They powered the patient interface unit (piu) on an off but that did not work either. Finally, the replaced the thermocool® smart touch® sf bi-directional navigation catheter and the issue resolved. There was no patient consequence. The customer¿s reported force sensor issue has been assessed as not reportable since there is no risk to the patient as a result of the procedure delay. On 1/29/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found ¿red / brown material in the pebax.¿ this finding was assessed as not reportable as the integrity of the thermocool® smart touch® sf bi-directional navigation catheter appeared to be intact. On 3/1/2019, during a second visual analysis found a ¿hole in the pebax.¿ this finding has been assessed as MDR reportable. This event was originally considered non-reportable, however, bwi identified a reportable malfunction through product analysis on 3/1/2019 and has reassessed this complaint as MDR reportable.